Event description:
It was reported " when vacuuming with a syringe, the syringe head broke and blocked the pipe of the sheath, making vacuuming impossible". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the reported complaint that the "syringe head broke" is confirmed based on the customer photos provided with the complaint report. In the photos, the supplied 60cc syringe tip was noted broken, and the broken syringe tip was noted stuck within the one-way valve. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken 60cc syringe tip. The root cause of the complaint is undetermined, but a most probable potential cause is due to the customer handling. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " when vacuuming with a syringe, the syringe head broke and blocked the pipe of the sheath, making vacuuming impossible". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".